Event description:
Additional information received noted that inappropriate mode switch possibly triggered by atrial noise oversensing was observed again in clinic (B)(6) 2022. No intervention has been completed. There were no patient consequences.

Event description:
New information received indicated the oversensing of noise and automatic mode switch continued to occur on the atrial lead. The reported event will continue to be monitored and no programming changes were completed. The patient was asymptomatic and stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was oversensing noise triggering noise reversion and inappropriate mode switches. No intervention has been completed. The patient was stable.